Event description:
After many glowing details of other having the inspire device installed and hearing of the fantastic results, I had the device inspire, installed for my sleep apnea on (B)(6) 2017. Shortly after they turned the device on, I noticed spasms of my throat feeling constricted and serious sore throat with painful swallowing which seemed to come on after having my head tilted downward for more than a couple of minutes. To start with, the surgeon, dr. (B)(6), cut a vein during surgery and he had to make an extra incision to stop the bleeding. It took an extra hour of surgery to stop the bleeding. I had a parathyroidectomy done in 2012 and I've had no problems with swallowing which I informed dr. (B)(6) about two different times but both times he said that should be no problem. Since having the inspire device installed it has become many times worse to the point of having food and/or liquids stuck in my throat during these spasms. I noticed as I tried to continue using the device every night that it would actually wake me up when it started working about 45 minutes after I went to sleep. It would actually make the back of my throat jump and it was difficult to go back to sleep with this movement of my tongue. In order to get some sleep, I would turn it off. After talking to dr. (B)(6) and trying different adjustments, I finally discontinued using the device in (B)(6) 2018. I gave myself approximately a year and a half to get adjusted to it. My general practitioner suggested I get it removed but I don't know what I would do if it made the situation worse because as it stands now I can live and breathe and as long as I don't put my head down for too long I can swallow.